Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (pulse test failure) was confirmed. Upon investigation, the monitor failed a pulse test. The cause for the failure was isolated to a shorted insulated-gate bipolar transistors (igbts) q13 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed a pulse test.